Event description:
The customer reported an increased pump speed and then the machine stopped and went into self-test. The customer notified gambro who dispatched a techinical service representative to address the reported condition. The patient sustained a 185 ml blood loss as the blood was not returned. The patient expired five hours after terminating treatment on the machine. The cause of death was determined to be acute hemorrhage. Neither the physician nor the ICU nurse who were caring for the pt believe that the events that occurred on the machine caused or contributed to the pt's death.